Event description:
The patient reported concerns regarding the accuracy of their teladoc health blood pressure monitor. When comparing readings obtained at the same time using a manual cuff by a medical professional, the manual reading at the physician's office was 130/83, while the teladoc device recorded 177/107. No medical treatment was reported in connection with the inaccurate readings.

Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed, and no failures were detected during functional testing. The internal investigation confirmed the device was working as intended.

Manufacturer narrative:
A replacement device with a larger cuff was sent to the member. The device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported concerns regarding the accuracy of their teladoc health blood pressure monitor. When comparing readings obtained at the same time using a manual cuff by a medical professional, the manual reading at the physician's office was 130/83, while the teladoc device recorded 177/107. No medical treatment was reported in connection with the inaccurate readings.